Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a black screen, emitted a beeping noise, and produced a burning smell. A field service engineer (fse) observed that the comm sled had no light emitting diodes, replaced it and restored power to the station. The fse also found that matrix drawers 1 and 6 had failed, reconfigured it in storage space, checked the electronics drawer connections, and removed dust from under the top cover. The customer tested the functionality successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device had black screen, beeping noise and smells burning. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported due to this event.